Manufacturer narrative:
Due to character limitations in e1 event site telephone - (B)(6). Updated fields - b4, e1(event site telephone), g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 a getinge field service engineer (fse) after inspection, found that the problem was with the fan, and the warranty parts were replaced. Fse replaced cbl assy fan 70mm 6. The device passed the pre-use inspection. The device passed all factory specified performance and safety index tests. The device has been delivered to the customer and can be used clinically.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the inspection of cardiosave intra-aortic balloon pump (iabp), machine alarm fan failure was found. There was no patient involvement.